Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level as low as approximately 50 mg/dl. Reportedly, the customer stated that the cartridge was making "clicking noises during delivery". Bg was addressed by the customer eating candy and bg returned to target.